Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Functional testing found no problem with the device and the unit tested satisfactorily. It was reported that the jaws of the device locked on tissue. A related device issue could not be confirmed based on the actual device. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open rectal prolapse procedure, the device was difficult to open when clamped into the tissue wherein surgeon needed to force the jaws to open to remove the device. There was no tissue damaged. There was no patient injury.